Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The event logs and pump module have been received. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an over infusion. An infusion was programmed for 25 ml/hr to run over 6 hours; however, the 150 ml infused in 2 hours. There was no patient harm or medical intervention. No further patient/event information was provided.